Manufacturer narrative:
The device has been received for evaluation however investigation is not yet complete.

Event description:
The event involved a 6.5" (17 cm) appx 1.1 ml, smallbore quadfuse ext set w/4 microclave® clear (red, purple, tpn rings), 0.2 micron filter, 1.2 micron filter, 4 clamps, check valve, luer lock in which the customer reported that the device leaked at location of the clave and IV tubing connection point. The mating devices were syringe, monitor, catheter, and the medication involved was total parenteral nutrition (tpn). The customer stated that the quadfuse was in use for tpn administration. Pt with bedside glucose of 16 at 0501. D10 bolus ordered by provider and given at 0533. The nurse noted at around 0540 that there was quite a bit of fluid on the linen and the fluid smelled like tpn. Upon further investigation by the customer, the quadfuse was noted to be leaking near leur lock connection site (right before microclave connection). The quadfuse was changed out and another d10 bolus given. There was no blood loss and no unprotected chemo exposure. There was no adverse operator consequences and no medical intervention required. The device was changed out/replaced with no further problems encountered.

Manufacturer narrative:
The customer received two used mc330375 smallbore quadfuse ext sets for inspection. No defects or anomalies noted. Each set was leak tested per product specifications. There was leakage from the connection of the adaptor to the check valve. The adaptor was not fully inserted into the bond pocket of the check valve. There was no leakage on the other sample. The reported complaint can be confirmed. The probable cause is due to an incomplete insertion during manual assembly in manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.